Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned threaded rod component confirms heavy damage to the threads at the tip. The threaded rod is one of two components to this instrument. The outer body component was not returned. If used together properly the outer body component helps protect the threads on the inserter from this type of severe damage. The threads at the end of this component are very badly damaged as if impacted into the mating hole on the stem rather than having been threaded into the hole. This type of damage is not likely to occur if used as intended. The root cause is attributed to use error. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded inserter became crossthreaded with the stem shoulder.